Event description:
It was reported by the rep the device was used during a bowel procedure. It was reported the surgeon went to fire the ecs25 and it did not fire. Another stapler was opened to complete the case. There was no consequence to the pt. No other information is known at this time. The rep will contact the surgeon to obtain additional information.